Event description:
Severe pain in right arm accompanied by herpes zoster like rash [painful r arm]. Severe pain in right arm accompanied by herpes zoster like rash [rash]. Case narrative: initial information was received on 14-dec-2020 regarding an unsolicited valid serious case from health authorities of united states under reference mw5097902 via physician this case involves an unknown age male patient who experienced severe pain in right arm accompanied by herpes zoster like rash, while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On an unknown date in 1998, the patient started taking hylan g-f 20, sodium hyaluronate via intra-articular route (dose, frequency, formulation and batch number unknown) for unknown indication. On (B)(6) 1998, patient received third injection with hylan g-f 20, sodium hyaluronate. On (B)(6) 1998, after 4 days of receiving third injection with hylan g-f 20, sodium hyaluronate, patient developed severe pain in right arm (latency unknown) (pain in extremity) accompanied by herpes zoster like rash (rash ) (seriousness criteria: medically significant). Action taken: not applicable for both events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both events. A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc, batch number: unknown; gptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 04-jan-2021. Follow-up information was received on 14-dec-2020 from other healthcare professional. Gptc number added. No significant information received. Additional information was received on 04-jan-2021 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.